Manufacturer narrative:
Iris field service engineer (fse) was at the customer site on (B)(6) 2016. The fse replaced worn tubing from the sample filter to the probe bypass valve (pbv) to resolve the failures. The system was operational. (B)(4).

Event description:
The customer stated that there was failed focus and a failed positive control on the iq200 system.